Event description:
It was reported that the rotablator led display was not working. A rotablator rotational atherectomy system was set up to treat the target lesion. During preparation, it was noted that the rpm display went blank. The console was rebooted and the display worked again. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and foot pedal were tested by the fremont cis lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 70 krpm; the maximum turbine rotational speed reached was 227 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. There was no evidence during testing that the console rotational speed display was intermittent. No loose cables were observed during an internal examination of the console. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the rotablator led display was not working. A rotablator rotational atherectomy system was set up to treat the target lesion. During preparation, it was noted that the rpm display went blank. The console was rebooted and the display worked again. The procedure was completed with this device. No patient complications were reported.